Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient is punctured with the needle from the kit under ultrasound, the guide is introduced and after about 10cm, a stop is felt. When trying to remove the probe, it impresses stuck, the needle and the guide are removed together. When inspecting the guidewire there is evidence of breakage. No patient harm reported. No other information was provided.